Event description:
The health care worker removed the injection needle from the patient after using this product, and operated the safety device preventing accidental puncture to retract the injection needle into the wing protector, and felt the response of the retracting action. Then, when disposing of the product, the injection needle scratched the palm of the health care worker's hand. As the patient was negative for infection, the health care worker did not receive any special treatment, but was examined as a precautionary measure.